Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of event were unknown. The patient was hospitalized on the same day as onset of cloudy effluent. Four days after hospitalization, the patient was diagnosed with peritonitis and was treated with unspecified antibiotics (dose, route and frequency not reported). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was recovered from the peritonitis and cloudy effluent events. On an unreported date, the patient began hemodialysis therapy and continued pd therapy. Should additional relevant information become available, a supplemental report will be submitted.